Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
During the procedure the head of a screw broke off. The thread of the screw was left in the patient.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The device lot number was not provided by the customer therefore the device history records could not be reviewed. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.